Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the chipped charged coupled device (ccd), charged coupled device (ccd) lens glue, distal end lens adhesive and defective distal end glue are traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a chipped charged coupled device (ccd), charged coupled device (ccd) lens glue, distal end lens adhesive and defective distal end glue. There was no patient involvement.